Event description:
It was reported that during a breast biopsy procedure, the probe locking tab blue-gray plastic shroud of the holster was broken. There was no patient harm. The procedure was completed with an alternate biopsy device. The device was returned for service.